Event description:
The complainant alleged that while attempting an ECG on a pt (age and gender unknown). There was no ECG on display and there was no ECG detection. The staff obtained anoter device. There was no adverse effect on the pt.